Event description:
Reporter alleged the customer had slurred speech and then passed out due to hypoglycemia. Reporter stated she attempted to test him on his aviva system, but could not because of an error message. Reporter stated the ems came, obtained a result of 23 mg/dl on their system and treated him with a glucagon shot. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.